Manufacturer narrative:
Leak.

Event description:
It was reported that the fowler failed during transport of a patient. Allegedly the fowler was stuck at an intermediate position; it could not be laid flat or raised to full upright.